Event description:
It was learned via the implant patient registry and follow-up that a 3000 19mm bioprosthetic aortic valve, implanted for nine (9) years and two (2) months, was explanted due to leaflet calcification and thrombosis. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. The patient concomitantly underwent aortic root enlargement during the same procedure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was learned via the implant patient registry that a 3000 19mm bioprosthetic aortic valve, implanted for nine (9) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to h3 and h6. H3. Device evaluation: customer report of calcification was confirmed. Report of thrombosis was unable to be confirmed on the valve as received. X-ray demonstrated wireform intact moderate calcification was observed on the remaining sections of leaflets 1 and 3, and minimal calcification on the remaining section of leaflet 2. Minimal to moderate calcification was observed on leaflet fragments. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on the remainder of leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on the remainder of leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification restricted the remaining leaflet mobility and led to stenosis. As received, all three leaflets had cuts of approximately 10mm x 10mm on leaflet 1, 9mm x 11mm on leaflet 2, and 10mm x 10mm on leaflet 3. The cuts had a smooth and straight edge. Multiple leaflet fragments were returned but could not be matched up to valve. Sewing ring had multiple cuts around the valve. The metal band was exposed at leaflet 3; wireform was also exposed on commissure 2 and 3 and around leaflet 2 on the outflow aspect. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.